Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infections, sinus track/tunnel are related to the activ.a.c.¿ therapy system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 31-dec-2019, the following information was reported to kci by the patient: the patient's wound was allegedly infected with pseudomonas and staph and the patient was placed on a 14 day antibiotic treatment. Per kci records received on 06-jan-2020: on (B)(6) 2019 it was noted that there was bright green drainage per the patient and the physician swabbed the wound and sent it for culture. Patient continued v.a.c.® therapy and was scheduled for skin graft procedure on (B)(6) 2019. On (B)(6) 2019, it was noted the wound appeared to be granulating, although cultures of the surface showed serratia, pseudomonas, and staph simulans. The patient was treated with an antibiotic regiment. On (B)(6) 2019, the patient had a scheduled surgery to place a skin graft on the wound. It was noted that during surgery the physician encountered a small sinus tract extending inferiorly superficial to the fascia lata and subcutaneous tissues. There was no clear purulence, but there was a multiloculated pocket. The fluid from the space was swabbed and sent for culture and gram stain. V.a.c.® therapy was reapplied. The patient was placed on an antibiotic regimen. On (B)(6) 2019, it was noted the cultures grew staphylococcus simulant and the patient had completed the course of antibiotics. The patient alleged odor to the v.a.c.® dressing on (B)(6) 2019 and tenderness lateral to the wound. The physician noted the wound bed was health with pin granulation tissue and no significant odor. An area of tunneling was noted along the lateral aspect of the wound with some tenderness to the area. The skin around the wound is healthy and without erythema, warmth, or other signs of acute infection. Patient continued with v.a.c.® therapy. On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.